Event description:
Pt was hospitalized for the flu and hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.